Manufacturer narrative:
(B)(4). Batch # p9387u. The following information was requested, but unavailable: additional information requested: what is meant by "the device malfunctioned?" Device analysis: the analysis results found that the el5ml device was returned with one jaw broken at bifurcation; upon visual inspection, 3 clips were noted to be jammed inside the shaft. In addition, the tyvek from another device was returned along with the instrument. The device was disassembled and evidence of corrosion was found throughout the broken area. Six remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device malfunctioned. No other details were available. It was unknown how the procedure was completed. There were no patient consequences reported.